Manufacturer narrative:
A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within optical and cylinder power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable (na). Lens remains implanted in the eye. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported to the abbott medical optics (amo) sales representative by the physician that a toric intraocular lens (iol) had rotated counter-clockwise 30 degrees and the patient had experienced an increase (spike) in intraocular pressure (iop) in the early post-operative period. It was noted that at 1-day post-operative examination, the iop was measured at 32 mmhg with a visual acuity of 20/400. Patient was given diamox, combigan and iopidine. Later that day, the iop was again measured and gave iop of 10 mmhg. At a later post-operative examination, iop was measured at 14 mmhg with a visual acuity of 20/100. It was further noted that patient is taking durezol, prolensa and besivance. A surgical reposition was performed. At the 1-week post-operative examination on (B)(6) 2014, it was noted that patient¿s uncorrected visual acuity (ucva) is 20/80, however, the lens has rotated off axis for a second time. A 25 degree rotation was observed. Physician is considering a second rotation. No further information has been provided.

Manufacturer narrative:
The patient contacted the manufacturer and provided the following information: he indicated that the attempt to reposition the intraocular lens (iol) was unsuccessful. Before surgery the left eye was approximately 20/50. The day after surgery it was ¿20/2200¿ with distorted vision. Weeks later, after referral and a ¿proper diagnosis¿ it was noted the ¿retina was in terrible condition¿; he has since been under treatment. The patient planned on having the iol removed but it was determined surgery should be delayed. A retinal doctor diagnosed wet macular degeneration and recommended an injection to limit further damage and possibly improve the situation. As of (B)(6) 2014 there was some positive progress and the patient has received two other subsequent injections. The patient indicated that the heavy manipulation and subsequent pressure build up apparently caused damage to the retina. The tension on the retinal linings caused cracks, pockets formed and filled with fluid and the receptors were damaged resulting loss of visual acuity and distortion of images. (B)(4).